Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2020-31729. It was reported that patient underwent surgery on (B)(6) 2020 wherein their leads were revised for better pain coverage. Patient's leads were moved to the dorsal column position. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.